Event description:
It was reported to medtronic minimed that the customer experienced a blank display and recurring frozen screen. The customer reported a blood glucose value of 32 mmol/l. The customer reported hyperglycemia treated with an emergency room visit and IV insulin drip. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer has been using the insulin pump system within 48hours of the reported high blood glucose event. The customer called back after installing a new battery and monitoring the pump for 2 hours, and the frozen display recurred. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. No blank display or frozen screen noted during testing. Successfully downloaded history files and traces using thump and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found low battery alarms on (B)(6) 2025 at 13:26:00.000, replace battery alert on (B)(6) 2025 at 22:57:00.000, replace battery now alarm on (B)(6) 2025 at 23:28:00.000 and power loss alarm on (B)(6) 2025 at 23:40:08.000. On the event date of (B)(6) 2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 18.525 u and dailytotalofbolusinsulindelivered = 9.275 u which is equal to the dailytotalofallinsulindelivered = 27.8 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of (B)(6) 2025, these pump error(s)/alarm(s) were noted. Two no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 at 06:15:49.000 and 06:50:53.000 during bolus deliveries. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked up, down, left and right button keypad overlay, pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged not confirmed for blank display and frozen screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.